Event description:
It was reported that the 2600 system would not fluoro and had an error message prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors and boards were re-seated and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service. (B) (4).